Manufacturer narrative:
(B)(4). (B)(6). The compact air drive device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated and the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the compact air drive device motor power was too low. It was also noted that the device failed pre-repair diagnostic tests for reverse locking mechanism, air leak, function of soft mode switch (safety system), triggers for forward / reverse mode, untrue running, excessive noise, the power with test bench, and starting behavior. It was noted in the service order that the device ¿don¿t work.¿ this event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not provided. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.